Event description:
Patient was experienced blood glucose for the past 3 months and believes the insulin delivery of the infusion device is too low. Patient was unable to correct hyperglycemia by using the infusion device. Blood glucose levels were "ok" after 14 days of a different type of insulin therapy. Patient did not have an infection, and his normal blood glucose is 100-120 mg/dl. He did not require treatment from a health care professional or second party to address the issue. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.